Event description:
A physician reported to the product specialist that a patient presented a few months post operatively with a seroma following a procedure using a gore® synecor preperitoneal biomaterial device. It was reported the seroma was not resolving. The physician did not aspirate the seroma, but consider the seroma to be similar to a slow healing draining wound that did not resolve with wound care and incision and draining. During a re-operation the area was washed out and a corner of the mesh was trimmed. The area was closed and healed. It was reported the patient was doing better.

Manufacturer narrative:
H6: corrected patient code-removed code 3191. It should be noted that the gore® synecor preperitoneal biomaterial instructions for use includes warnings and addresses several adverse reaction including seroma. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. Inherent risks are typically detailed in standard informed consent documents. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
As the date of event is unknown, the date gore aware (B)(6) 2020 is being used as date of event. (B)(4). It should be noted that the gore® synecor preperitoneal biomaterial instructions for use includes warnings and addresses several adverse reaction including seroma. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. Inherent risks are typically detailed in standard informed consent documents.

Event description:
A physician reported to the product specialist that a patient presented with post operative seroma and non-healing wound following a procedure using a gore® synecor preperitoneal biomaterial device. It was reported the device was partially removed during a re-operation.